Event description:
It was reported that a new ilet user experienced hyperglycemia after announcing breakfast and consuming two breakfast sandwiches, which was more than usual, despite confirmation from system reports that insulin delivery continued after a recent supply change. Symptoms included elevated blood glucose, with a reported value of 280 mg/dl, without alerts or alarms and without need for medical intervention. Outcomes included user education and troubleshooting on expected postprandial correction and guidance to monitor for return to range. Investigation included technical review of device data and therapy history. Investigation of this case revealed insulin delivery was ongoing and appropriate corrections were being issued, with the hyperglycemia plausibly associated with increased carbohydrate intake. It was concluded that the device functioned as intended and that the event was attributable to use-related factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.